Event description:
It was reported that during implant attempt, when the lead was connected to the analyzer, no signal was seen in the tip-coil sensing configuration or in unipolar configuration, but there was a signal in the ring-coil configuration. The cables, yoke, and analyzer were all changed without resolving the issue. At this point it was assumed that there was an issue with the tip conductor, and the physician noted that the tip of the lead was lying in a "weird" manner in the packaging and was slightly distorted in shape. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. However, there was blood in/on the helix/lobe mechanism.